Event description:
Staff were getting to do a tenex on her, and staff got to the phase of testing where the tenex device before using it on the patient. Staff connected the tenex device to the tenex machine. When testing the device, the tenex device was not working properly. It was not making the cutting noise as it's supposed to. The machine kept reading "vacuum failed. Prime again" we tested it about 5 times before disconnecting the device from the machine and grabbing a new device.